Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reproved that the customer's blood glucose lowered from the 50's (mg/dl) to 27 mg/dl. Reportedly, customer typed 5.0 units instead of 0.5 units for the basal rates. Customer went to the emergency room (ER) and was treated with glucagon and intravenous insulin. Customer left the ER 3 hours later, exhausted but stable, with a bg of 200 mg/dl.